Manufacturer narrative:
The part was not received for evaluation. Previous investigations have identified navigation failures were due to liquid ingress.

Manufacturer narrative:
The customer reported that the unit was not in use on patient.

Event description:
The customer reported nav-ring issue. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient. The authorized service engineer (ase) replaced the front bezel per nav-ring fco86600031 to address the reported issue.